Event description:
The customer reported discrepant initial total beta human chorionic gonadotrophin (tbhcg) and auto-diluted tbhcg results that did not correlate for several patients involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate unicel dxc 600i system recovered acceptable, reportable results. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse inspected and removed the precision pump and discovered a loose hold-down screw that attaches the piston to the belt for vertical movement. The fse reseated the screw and reinstalled the precision pump. During priming sequence, the fse noticed a large amount of foaming bubbles being produced from the down-stroke of the wash pump piston. The bubbles appeared to be coming from the top of the piston chamber and manifested itself during the dispense portion of the priming cycle. The fse inspected the wash pump and replaced the piston seal as a precaution. The fse inspected the wash manifold; no issues were noted. The fse switched the rotor caps, replaced the wash rotor but the same bubble action occurred. The fse replaced the wash manifold and primed the wash pump, no bubbles were detected. The fse primed numerous times to confirm proper operation. The fse performed system check and quality control (qc) successfully. The fse recalibrated beta human chorionic gonadotrophin (tbhcg), and the customer tested samples for dil-hcg with acceptable results. The fse verified the unit performed to the manufacturer's published performance specifications. (B)(4): rotor. The customer reported weekly maintenance was completed on the system the day before and system check passed within specification. The customer stated quality control (qc) had been within range with no issues. This medwatch report is related to MDR 2122870-2012-00848.